Manufacturer narrative:
Request for additional information gen2100450/s004: type of investigation code (fdm/annex b) and investigation findings code (fdr/annex c) provided in section h.6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This summary report provides data received from the svs/vqi registry under exemption number: e2017023. This report is being submitted under patient problem code (B)(4) for in. Pact admiral dcb, product code onu - drug-eluting peripheral transluminal angioplasty catheter. Specific device model numbers are unknown. This data has been provided to medtronic by a third party and is limited and de-identified. The 3 target lesion revascularizations involved 3 balloons with diameter ranging between 5mm, 6mm and balloon length ranging 120mm, 150mm all balloons were successfully used during the index procedure. The devices were not returned for evaluation. Manufacturing controls are in place to ensure that all product released meets manufacturing specification. Restenosis of the dilated artery is a complication associated with the use of the in. Pact admiral pta balloon catheter and is listed as a potential adverse effect in the IFU. Therefore remedial action is not required. Average age average weight majority sex - ethnicity: 66% were (B)(6) , 34% were (B)(6) ¿ race: 66% (B)(6) 34% unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 3 serious injuries. This information has been identified within the society for vascular surgery (svs) patient safety organization governed by the vascular quality initiative (vqi) registry. The events included in this report occurred an average of 8.5 months (ranging from 5.5 to 11 months) post treatment with the in. Pact admiral dcb device(s). The patient age ranged from 66 years to 90 years, weight ranged from 48kg to 78kg and 100% of patients were female. The patients underwent a target lesion revascularisation following treatment of a instent restenotic lesion in the superficial femoral and popliteal arteries.